Event description:
The customer reported the system loss studies and patient image data. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The general purpose operating system (gpos) and the real time operating system (rtos) were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.